Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 04/09/2025, it was reported that the patient was taken to the emergency room (ER) by her husband because the patient thought she had pneumonia. She was experiencing shortness of breath, fatigue, weakness, and body aches. Prior to going to the ER, the patient¿s cgm was reading 78 mg/dl. No bg meter comparison value was taken. The patient drank juice as treatment. At the ER, the patient¿s bg meter was reading 499 mg/dl while the cgm was reading 110 mg/dl. She was diagnosed with dka and treated with IV insulin. The patient was discharged home after approximately 5 hours. The patient was ¿doing good¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. Prior to going to the ER, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.